Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received two inappropriate shocks due to oversensing of supraventricular tachycardia and a change in the patient's morphology. At this time the subcutaneous implantable cardioverter defibrillator was reprogrammed and remains in service. The patient was given medication to help with their heart rate. No additional adverse patient effects were reported.